Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1khj3036, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient came in for a follow-up, stating that the therapy wasn¿t helping them with their low back pain. The lead positions were checked under fluoroscopy and it was found that the left lead was dislodged. It had migrated from t8 to the tip of t9. The device was reprogrammed on (B)(6) 2019 and the issue was noted to be resolved without sequelae on that day. On (B)(6) 2019, it was noted that the patient also had lumbar radiculopathy. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, lot# va1khj3036, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).